Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision; (B)(6), (B)(6) hospital (B)(6) 2018. Patient had a peri prosthetic fracture. Primary implant date unknown. Patient initials: (B)(6). Unknown jrn: corail ho stem; unknown jrn: biolox delta ceramic head.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.